Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 136 mg/dl. The customer declined tandem technical support's offer to troubleshoot. The customer changed the supplies to the pump and had not received another occlusion alarm.